Event description:
Caller states that the inform base unit has connector pins that are melted as well as the plastic around the pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Investigation found corroded contact pins but no signs of melting or burning.